Manufacturer narrative:
An investigation into this event is currently ongoing. The pacemaker is expected to be returned after it is explanted. Once the product is received and laboratory analysis is completed, this report will be updated.

Event description:
Boston scientific received information that this pacemaker was unable to be interrogated and would not respond to a magnet when it was applied. A device replacement has been scheduled. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the returned device was observed to have no telemetry and no pacing output. The device case was removed and the battery voltage was tested and measured at 1.487 volts ¿ which is too low to support telemetry, pacing, and memory functions. An external power supply was applied and the device was noted to pace and sense appropriately and it was able to communicate with a programmer. All current drains were measured to be normal. Detailed analysis of the battery indicated there was a high heat output observed with the variation in the voltage monitoring data. This is indicative of a malfunction of the battery which appears to have been shorted. Analysis was able to confirm the no output and no telemetry condition was a result of the internal short in the battery.

Manufacturer narrative:
The field representative is currently working to obtain the device so that it can be returned for laboratory analysis. Once any additional information becomes available, this report will be updated.

Event description:
Additional information was received that this pacemaker was explanted. No additional adverse patient effects were reported.